Event description:
It was reported that during a bariatric procedure, the device fired and staples deployed properly however, there were blue plastic pieces that landed on tissue. Staff inspected the stapler but nothing was there and think it might have come from the reload. The plastic pieces were removed from the tissue and continued with the case. The procedure was complete successfully. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2023, d4: batch # un. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/ batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.